Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that several drops of insulin were dispensed during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/12/2013 with the following findings: the black box review shows several loss of prime due zero force warnings on the reported event period. The pump powers on and displays verify screen. The piston was unable to recognize the cartridge upon the first load attempt, unable to take force sensor calibration reading. The pump cover was removed and force sensor circuit was inspected, an intermittent condition was found to the force sensor flex pins due a cracked trace near to the pin. The returned cartridge was evaluated by product analysis on 08/23/2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.